Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's skin irritation. No lot release and sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / page 43: warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands. Clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin.

Event description:
The patient reported she gets hives around the insertion site. She applies tiamol around the tape for treatment. This medication was prescribed on an unknown date for unspecified sites. No additional information is available at this time.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The investigation results found no evidence of any damage or manufacturing deficiencies that would cause irritation at the infusion site or the reported high blood glucose levels. The soft cannula and formed needle were inspected and no abnormalities were found. Although no abnormalities were observed, a root cause for the reported event could not be determined.